Manufacturer narrative:
Continuation of d10: product ID a810. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity. It was reported the patient had a refill yesterday 2023-10-25 and they wanted to adjust the pump settings. It was reported that they were going to decrease the bolus from 3pm to 10pm and decrease the daily dose from 29.9 mcg/day to 23.6 mcg/day. Technical services reviewed with the caller that it looks like the pump was switched from flex to simple continuous (programming error) and the patient was getting the same amount of baclofen during the day. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient symptoms were not reported. Additional information was received from a healthcare provider (hcp) on 2023-11-01 and it was reported the programming was switched from flex programming to simple continuous in error. It was noted they planned on decreasing the pump dosage as the parents wanted to see if the pump could be removed. As a first step, the hcp stopped the afternoon bolus. The programmer defaulted to raise continuous dose to keep daily amount the same. The hcp did not know the pump would automatically do that. The software version at the time of this event was unknown.